Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to medwatch with uf/importer # (B)(4).

Event description:
The customer reported that on (B)(6) 2018, a (B)(6) year-old female with metastatic breast cancer underwent a left vp shunt with a nl8500150 integra on/off valve in series. The patient initially improved after surgery, but then declined overnight with a head computed tomography (CT) scan demonstrating a well-placed proximal catheter, but unchanged hydrocephalus from her prior scans. On interrogation of her system, cerebrospinal fluid (csf) was easily aspirated from her integra on/off valve reservoir. The integra on/off valve was found to be in the off position and the reservoir for the codman hakim valve, which was distal to the integra on/off valve, was sunken, did not refill and no csf was able to be aspirated from it. A shunt series demonstrated that the entire shunt system was in continuity and well placed. On (B)(6) 2018, the patient was returned to surgery within 24 hours because the shunt valve that was implanted was defective. During the procedure, it was noted that there was no flow from the proximal system which included the ventricular catheter, the integra on/off valve and the codman hakim valve. The proximal ventricular catheter was disconnected from the integra on/off valve and spontaneous csf flow was noted through the proximal catheter, indicating this component was working. The integra on/off valve was noted to be stuck in the off position and unable to be opened. This was removed and a new integra valve was placed in series with the ventricular catheter and the codman hakim valve in which a spontaneous flow of csf was noted through the entire system. Estimated blood loss was minimal. The shunt system was noted to be functioning correctly at the end of the case. The patient was extubated to postanesthesia care unit (pacu) with no complications.

Manufacturer narrative:
The device was not returned for evaluation. The documentation review of reported lot 1162715 did not reveal any anomalies that could cause the reported condition. No event, ncr and/or rework was recorded for the mentioned lots; therefore, it is concluded that the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. No anomaly was noticed during the documentation review process that could cause the valve to ¿be stuck in the off position and unable to be opened¿. During product assembly, each reservoir is tested for proper function of on-off-valve, no rejects were reported in this lot. Without the unit, the complaint is unconfirmed and no further analysis is possible at the moment: the root cause for this event is undetermined. UDI # (B)(4).